Manufacturer narrative:
(B)(4).device is a combination product. (B)(4).

Event description:
Same case as MDR ID 2134265-2016-08879. It was reported that stent dislodgement occurred. The target lesion was located in a coronary artery. A 2.50 x 16 synergy ii drug - eluting stent (des) was selected for use. However, when introducing the device into the guide catheter, the stent accordioned and moved a bit on the balloon. The device was removed and another 2.50 x 16 synergy ii des was advanced into the patient. However, when this device was pulled back a bit, the stent came off the balloon inside the guide catheter. The whole system was removed and the procedure was completed with another of the same synergy ii des. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found distal stent damage with struts distorted, lifted and stretched distally over the markerband. A review of the associated batch records found the maximum crimped stent profile and the crimped stent outer diameter (od) at the undamaged portion were both within the specification. The product stent protector was not returned for analysis with the device, however the specified inside diameter (ID) of the stent protector is within specification. Therefore it can be determined that the stent protector was not too tight on the crimped stent provided the correct removal of the stent protector was used. Based on the specified stent protector profile and the recorded crimped stent profile, there is no issues to note with the interaction between the 2 components. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive inflation pressure. The crimp temperature and the crimp duration for the device all are within the specified range. The bumper tip of the device showed signs of damage to the distal edge of the tip. This type of damage is consistent with resistance being encountered on advancement of the stent delivery catheter through a calcified lesion. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found damage to the inner lumen and outer extrusion which were flattened slightly approximately 1.5cm distal from the port entry site. This type of damage is likely to have been caused by excessive tensile forces being applied to the delivery system. The midshaft section and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID 2134265-2016-08879. It was reported that stent dislodgement occurred. The target lesion was located in a coronary artery. A 2.50 x 16 synergy ii drug - eluting stent (des) was selected for use. However, when introducing the device into the guide catheter, the stent accordioned and moved a bit on the balloon. The device was removed and another 2.50 x 16 synergy ii des was advanced into the patient. However, when this device was pulled back a bit, the stent came off the balloon inside the guide catheter. The whole system was removed and the procedure was completed with another of the same synergy ii des. No patient complications were reported and the patient's status was fine.